Event description:
It was reported that during a percutaneous coronary intervention and stenting procedure , a guide wire became caught in a stent balloon. Access was obtained through the right femoral artery. The 80% stenosed, mildly calcified, restenosed target lesion was located in the middle right coronary artery (rca). A 182cm luge guide wire was advanced to the lesion and a non-bsc balloon was used for predilation. When the 3.0mmx28mm non-bsc stent was deployed the luge guide wire became stuck on the non-bsc stent balloon. The physician was then able to remove the luge guide wire and use another 182cm luge guide wire to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is unable to be determined. (B)(4).